Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise oversensing that could be related to the electrocautery used during the implant procedure. All other measurements were in range. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise oversensing that could be related to the electrocautery used during the implant procedure. All other measurements were in range. No adverse patient effects were reported. This crt-d remains in service.